Manufacturer narrative:
The previous MDR initial was issued without the PMA/510(k)#. This has been included in this supplemental report. Additionally, upon completion of the manufacturer's investigation it was determined that the IV pole also had the potential to fall in an unintended direction.

Event description:
It was reported via repair work order that the cot had intermittent zoom due to loose handles and reduced braking force due to the big wheel unable to disengage as a result of a malfunctioned cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot had intermittent zoom due to loose handles and reduced braking force due to the big wheel unable to disengage as a result of a malfunctioned cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.